Event description:
It was reported that air bubbles were observed within the tubing. The customer¿s blood glucose (bg) was 367 mg/dl. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.